Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated. Upon further investigation, the root cause was assigned to use/user error. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4), a one-link IV connector in which a no flow occurred. According to the report, the injection site was blocked. The customer changed the injection site on the catheter and no other problems were observed. It is unknown when the condition occurred. There is no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.